Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care the autopulse platform started up without issue and started compressions. Then the platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message which the user was unable to clear. They reverted to manual CPR (exact length of time not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/14/2015 for investigation. Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed the load plate cover was torn. The physical damage noted during visual inspection is unrelated to the customer's complaint. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), thus confirming the customer's reported complaint. Functional testing could not be performed due to user advisory 7 displayed within the first few compressions. Based on the investigation, the load cell module 1 was over reporting, which produced the ua 7. It was also observed during investigation that the encoder shaft was sticking which is unrelated to the reported complaint. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be one of the load cell modules was over reporting causing the ua 7. There physical damages found during visual inspection was the encoder shaft was sticking. Replaced the load plate cover, power distribution board, and load cell module 1. Performed load cell characterization and performed manufacturing set mode. After replacement of the parts identified during investigation, the platform successfully passed all final functional testing.